Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that when the package was opened, there was dirt on the blade. Allegedly the inner part of the blade suddenly fell out when being opened resulting in a lot of grease on the inner part.